Event description:
It was reported that during surgery the electric dermatome lost rotation speed. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor was slowing/warming. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event can be confirmed.